Event description:
It was reported that the customer was hospitalized with high blood sugar. Customer is stressed and a manual injection did not lower them. Troubleshooting indicated that the device was working properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.